Event description:
Date/time issue (due to power loss) the pt mentioned that due to a power loss on his ultra meter he took insulin and was taken to the hospital where he was treated with an IV. There is no information on what the reading was in the ER. The meter is not a new meter (out of box). Customer care agent (cca) assisted the pt and was able to resolve the issue over the phone. No further clinical information was obtained. It would have been helpful to know the pt's diabetes regimen, symptoms, the readings prior to the incident and the reading and diagnosis in the hospital. The complaint is being reported as an adverse event since the pt was unable to test at the time of concern and was treated with IV (although what was given in the IV was unk) by a medical professional.

Event description:
The lay user / patient contacted lifescan (lfs) alleging that he had a date/time issue (due to power loss). The medical affairs specialist (mas) mailed a better since the user could not be reached by telephone for further clarification. The pt mentioned that due to a power loss on his ultra meter he took insulin and was and was taken to the hosp where he was treated with an IV. There is no info on what the reading was in the ER. The meter is not a new meter (out of box). Customer care agent (cca) assisted the pt and was able to resolve the issue over the phone. No further clinical info was obtained. It would have been helpful to know the pt's diabetes regimen, symptoms, the readings prior to the incident and the reading and diagnosis in the hosp. The complaint is being reported as an adverse event since the pt was unable to test at the time of concern and was treated with IV (although what was given the IV was unknown) by a medical professional.